Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, d4, g1, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-may-2022 to 03-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that full height drawer was failed multiple times. Removed the drawer and found cable was loose, retightened the cable to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had drawer failure in the middle of heart surgery. The customer added that the station had repeatedly failed and that an alternative pas device had been brought into the operation room to enable users to obtain required medicine. The event was delayed by 30 minutes due to this drawer failure. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system had drawer failure in the middle of heart surgery. The customer added that the station had repeatedly failed and that an alternative pas device had been brought into the operation room to enable users to obtain required medicine. The event was delayed by 30 minutes due to this drawer failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that full height drawer 2.2 was failed multiple times. During device inspection a field service engineer found drawer cables loose, retightened the cables to resolve. The system functioned as intended.